Event description:
Fill volume: unk-anp, flow rate: 10 ml/hr, procedure: right total knee insert exchange, cathplace: right thigh. It was reported that an on-demand bolus button got stuck during patient use. The yellow indictor was located at the bottom of the pca. The infusion was started on (B)(6) 2014 at 08:52 and the infusion ended on (B)(6) 2014 at 06:00. The incident was reported to be noticed on (B)(6) 2014 at 13:30 by the nurse. The button had remained stuck until the device was swapped out for a new device. There was no adverse event or patient injury. The patient condition was reported to be stable.

Manufacturer narrative:
Method: the device was received for analysis. A visual inspection was performed on the returned unit. A review of the device history record (DHR) was conducted for the reported lot number. Results: per the DHR review there were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications prior to release. Results will be provided once the evaluation and investigation is completed. Conclusions: our investigation and evaluation is currently in progress, once completed a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.